Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device was jammed. There was a delay to the surgical procedure. However, the duration of the delay was unknown. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not meet power specifications. It was further observed that the electronic control module and electronic motor did not meet specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.